Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. The trunk-ipsilateral leg component was deployed successfully, however, the contralateral leg component was deployed outside the contralateral gate and into the aneurysm sac. The reason for the deployment error was not reported to gore. The physician then converted to an aorto-uni-iliac by deploying an additional trunk-ipsilateral leg component inside of first trunk-ipsilateral leg component. The procedure was completed successfully, and the patient tolerated the procedure.